Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarms during the prime/compromised force sensor system test at 4.0lbs due to moisture damage at the force sensor resistor. The pump had a cracked case on all corners of display window, a scratch on the case, and a scratched display window were noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump.